Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that the atrial lead was explanted on (B)(6) 2025.

Event description:
New information received that the patient had no consequences throughout the procedure.

Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead exhibited noise over sensing. The noise was reproduced with isometric testing. The atrial lead was reprogrammed. The patient had no consequences.